Event description:
The customer reported that during use the 35v supply failed. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was swapped out with no patient issue. The customer contacted product support and requested repair service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
The service technician reported that the initial evaluation was performed. Occurrence of diagnostic codes 3.3 v supply failed, 5 v supply failed, ovp circuit failed, and motor controller (mc) pcba adc failed was confirmed. The cause was determined to be malfunction of mc pcba. The mc pcba will be replaced pending for customer approval.

Manufacturer narrative:
The service technician reported that the following alarms were observed to occur together. Check vent: 3.3v, check vent: 5v supply failed, check vent: 35v supply failed, check vent: motor control pcba adc failed, check vent: ovp circuit failed. Therefore, the motor controller (mc) board was replaced, and the phenomenon was resolved. The software was confirmed to be version 2.30. Overall checking, cleaning, run testing, and a function test were performed.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered motor controller (mc) board aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.